Event description:
The customer reported that the system was displaying a communication failure error message and the system was down as a result of it. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and adjusted a power supply voltage. The system operates as intended.